Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, the water leaked into the oxygenator from the water lines attached to the to the 3t heater cooler. No consequences or impact to patient. There was a 10 minutes delay. The product was changed out. The procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 18, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3:3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The actual sample was visually inspected upon receipt and did not find any anomaly such as breakage that could lead to the leakage on the water port or housing. A circuit consisting of a tube was connected to the water port of the actual sample after having been rinse to circulate water, no leak was observed. Water was filled into the water channel of the actual sample after having been rinsed, and a pressure of 3kgf/cm2 was applied, no leak was observed. Review of device history record and incoming inspection record of the actual sample confirmed that there were not any indication of anomaly in them. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.